Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Analysis found no significant anomalies. The 7427 was functionally ok but not in new condition. (B)(4).

Event description:
(B)(6) subject device was replaced with a restore system. Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for reflex sympathetic dystrophy. It was reported that the stimulating systems had failed/weren't working and needed to be replaced. Medical records indicated that the patient had their cervical dorsal column electrode arrays removed, three generators removed, and a new generator and lead implanted on (B)(6) 2007. The hcp noted scarring during the replacement that required extensive removal. Also, the hcp stated that the lead had pulled out and was not positioned correctly which required re-tunneling for the new system. The back stimulating electrode was not working with their generator as it was sitting and had to be connected to the new generator.

Manufacturer narrative:
Initial MDR contains incorrect aware date. Updated the aware date to (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.